Manufacturer narrative:
(B)(4). On (B)(6) 2017, it was reported that the handle was damaged. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that when meshing the skin the middle part of the graft is not meshed properly and the roller, worn bushings, side plates, gear, hardware and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the unit received with handle gear stuck on end of bottom roller and removed from handle and the handle was worn. It was also revealed that the pretest could not be performed due to bent comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the handle and comb. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the handle gear stuck on end of bottom roller and removed from handle and the handle was worn. It was also revealed that the pretest could not be performed due to bent comb. The root cause of the reported event was due to handle gear stuck on end of bottom roller and the handle was worn too. However, it was also revealed that the pretest could not be performed due to bent comb. The reported event confirmed during inspection of the device and the device was returned to customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the handle was damaged. Investigation revealed that the comb was bent. No adverse events were reported as a result of this malfunction.